Event description:
It was reported that the index procedure took place on (B)(6) 2011. After pre-dilatation was performed on the 90% stenosed proximal left anterior descending artery with a non-abbott balloon, the 2.5x12 mm xience v stent was implanted at 6 atmospheres. Post-dilatation was performed with a non-abbott balloon and the procedure was completed successfully, with no procedural complications noted. The patient was rehospitalized on (B)(6) 2011, angiography was performed and subacute thrombosis was observed distal to the implanted xience v stent. Dilatation was performed and a 2.5x8 mm xience v stent was implanted for treatment of the thrombosis; however, the patient was in cardiac depression and getting worse, resulting in patient death on (B)(6) 2012. No autopsy was performed; however, it is the physician's opinion that the cause of death was due to the patient stopping his dual antiplatelet therapy around (B)(6) 2012 without direction from the physician, making his cardiac function weak, which ultimately resulted in death. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of cardiac arrest, thrombosis, and death, as listed in the instructions for use (IFU), are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.